Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v875361, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v875175, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the night prior to this report, the patient 'shocked himself with the programmer' and it 'kind of freaked him out a little bit.' It was noted that the patient had increased stimulation from 1.3 v to 1.7 v. It was further noted that the patient 'increased the stimulation to see what it would do.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).